Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to determine the cause of the discordant prothrombin time (pt) result. The cse performed a 10 sample precision study, which recovered within specifications of <2% with a cv% of 0.45 and verified that the ground to neutral recovered below 0.5 vac. The cse ran internal quality controls, which recovered within range. A sample handling issue potentially caused the discordant pt result. Inadequate mixing of sample tube upon collection can lead to falsely elevated results. The cause of the event is unknown. The instrument and reagents are performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time (pt) result was obtained on a patient sample on the sysmex cs-2500 system. The discordant pt result was reported to the physician, who questioned the result. The system automatically re-ran this patient sample and a higher pt result was obtained. The patient blood was re-drawn and run on the same system. A lower pt result was obtained and reported to the physician as it was within the expected range for this patient. Both samples were re-run on the same system and the results recovered within the patient expected range. Internal quality controls recovered within range when the discordant results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated pt results.